Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, proper hemostasis was not achieved after removal of a 6f/7f mynx control vascular closure device (vcd). Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The device was stored and prepared and used according to the instructions for use (IFU). Pulsatile bleeding at the puncture site was immediately noted upon removal of the advancer tube. No issues were noted during balloon retraction or the button #2 step, and no damage was found on the device or device packaging prior to opening. The mynx vascular closure device was used in an interventional procedure with a retrograde approach by a deployer who was mynx certified. A 6 french non-cordis sheath introducer was used. Femoral artery suitability was verified, the vessel type was arterial, and the vessel diameter was confirmed to be greater than or equal to 5 mm. Little vessel tortuosity was noted, and no peripheral vascular disease or calcium was present near the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
As reported, proper hemostasis was not achieved after removal of a 6f/7f mynx control vascular closure device (vcd). Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The device was stored and prepared and used according to the instructions for use (IFU). Pulsatile bleeding at the puncture site was immediately noted upon removal of the advancer tube. No issues were noted during balloon retraction or the button #2 step, and no damage was found on the device or device packaging prior to opening. The mynx vascular closure device was used in an interventional procedure with a retrograde approach by a deployer who was mynx certified. A 6 french non-cordis sheath introducer was used. Femoral artery suitability was verified, the vessel type was arterial, and the vessel diameter was confirmed to be greater than or equal to 5 mm. Little vessel tortuosity was noted, and no peripheral vascular disease (pvd) or calcium was present near the puncture site. A non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was partially depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was partially retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An attempt to perform a simulated deployment test was executed; however, it could not be completed due to the sealant not being returned for evaluation. Nevertheless, complete depression of button 2 was achieved, resulting in the expected balloon retraction. The reported event of ¿sealant-inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the information available for review and product analysis, user-related factors (user error) likely resulted in the inability to achieve hemostasis event reported after device removal as the device was received with button 2 partially depressed and the balloon partially retracted. Additionally, there were no anomalies noted during complete button 2 depression per the functional analysis, and the user reported that there were no issues noted during balloon retraction or the button #2 step. As stated in the instructions for use (IFU), which is not intended as a mitigation, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not fully depressed, the balloon will not be fully retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.